Event description:
The guide catheter kinked in use and collapsed on the stent delivery catheter. While torquing the guide catheter it became twisted in the vessel. The pt was sent to surgery for removal of the catheter and stent. Pt outcome was ok.